Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on, a "service required" alarm condition, and an issue with the device's lcd screen. During further testing of the device the ventilator failed active exhalation control module testing. The active exhalation control module was replaced to address the issue. A failure related to the remote alarm connector was also observed. The device's interface board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on and the system board was replaced to address the issue. During further evaluation of the device a "service required" alarm condition was observed in the device's downloaded error log. The device's power management board was replaced to address the issue. The device's lcd screen was found to be malfunctioning. The lcd screen was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming and the lcd screen was blank. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device was alarming and the lcd screen blank. The device was evaluated at the manufacturer's service center and a failure of the device to power on was observed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board to power the device on and the power management board was replaced for a "service required" alarm condition . The system board and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing to power the device on was due to a program corruption of the u3 flash. The root cause of the power management board failing was due to a failure of the e2 ferrite due to a cracked solder connection.